Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. This is the second complaint for the finish goods lot for this issue. The order was built and release per spec. Functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of this nature. (B)(4).

Event description:
A surgeon reported the infusion cannula "came out" of the eye during surgery after which a choroidal hemorrhage was noted. The cannula was reinserted and the procedure was completed.